Event description:
It was reported that the camera head experienced no image. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The investigation revealed cable breakage. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause was linked to the device but could not be more specifically traced. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.